Event description:
Customer reported agilia IV pump is alarming air in line alarm and there is not any air present in tubing. Customer changed tubing multiple times and need to learn what is causing this for the pump. One pump was received for evaluation. Replaced air detector z179913 due to verified customer reported air sensor issue. Performed air detector calibration. Performed control testing via partner. After repair, device was found to meet specification.

Event description:
Customer reported agilia IV pump is alarming air in line alarm and there is not any air present in tubing. Customer changed tubing multiple times and need to learn what is causing this for the pump. One pump was received for evaluation. Replaced air detector z179913 due to verified customer reported air sensor issue. Performed air detector calibration. Performed control testing via partner. After repair, device was found to meet specification. Regarding defective air sensor, CAPA was opened in order to investigate the failure.